Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x16mm synergy ii drug-eluting stent, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported.